Manufacturer narrative:
The investigation has just started; results will be provided in a follow up - report.

Event description:
It was reported that a patient was being nebulised when he began to desaturate. At that time the device lost pressure. The nurses were unable to fix ventilator and had to change vents which then they had problems with setting up. It was reported that the patient became unconscious from hypoxia but they did not lose cardiac output. However, at this stage they are unable to determine any long term damage as the patient is still dependent on a ventilator.

Manufacturer narrative:
The device and the device log file have been checked in the course of investigation. Further information has been requested regarding the set up. The log analysis showed several ventilation related alarms (e.g. "Tidal volume high", "airway pressure low") at the time of event. Thus it can be derived that the device alarmed as specified to a detected external deviation of the ventilation. Further, the log analysis did not reveal any device related errors. A device test according to manufacturer specification also did not show any malfunction. All tests could be passed. Based on the available information it is probable that an unexpected leakage had occurred during nebulization, consequently the respiratory pressure could not be maintained. It was reported that a complex system consisting of the ventilator evita xl, the tubing system, a no dosing and monitoring device, a nebulizer and humidifier has been used. This is a very special set up and has most likely led to operating problems. On the part of dräger no compatibility of a no device with the ventilation device evita xl was tested and approved. Overall, no device error could be detected with the evita xl. The device has reacted as specified and informed the user with corresponding alarm messages.

Event description:
Refer to the initial-report.